Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of inability to flush and aspirate the sample was inconclusive because the entire sample was not returned for evaluation. The product returned for evaluation was one 4fr single lumen groshong catheter. The returned sample included an assembled two-piece connector containing a small segment of catheter tube. The catheter was trimmed at the distal end of the clear strain-relief sleeve. An attempt to flush and aspirate water through the sample using a 12ml syringe revealed the sample to be patent to both with no leaks. The effort required to flush and aspirate the sample was comparable to that required for a similar, non-complainant device. The returned sample functioned as intended; however, the majority of the catheter tube was not returned for evaluation. Consequently, this complaint is inconclusive at this time.

Event description:
It was reported that after placement, backflow could not be confirmed or flushed, but a new kit was opened and used with no reported problems. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that after placement, backflow could not be confirmed or flushed, but a new kit was opened and used with no reported problems. There was no reported patient injury. No other information was provided.